Event description:
It was reported that during a total knee arthroplasty (tkr), surgeon implanted original femoral component and tibial component and finally checked with trial ps insert of ¾-9 mm. The surgeon was happy with the insert size and tried to put original insert of what the surgeon used in the trial i.e. 3/4=9mm posterior stabilized articular insert, but unfortunately the insert did not lock properly. The surgeon tried multiple attempts to lock the insert and finally decided to put 3/4 -11 mm posterior stabilized insert.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device shows damage on the lock detail probably from the attempted insertion. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.